Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that prior to an unknown procedure, it was noticed that there was a slit in the packaging compromising its sterility. Another like device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # n91g9r. The analysis results found that the el5ml device was returned inside its package. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; the blister was noted to have a cut, the cut was most likely done with a sharp device, the initial contact of the sharp device did not pierced the tyvek, at around 2 inches after initial contact, the sharp device pierced the tyvek. Due to the damages found on the packaging and the device, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package was cut with a sharp device. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.